Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 500 mg/dl at its highest. The pump supplies were changed and a correction bolus was delivered via the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.